Event description:
A malfunction alarm labeled "malf 16" was reported by the customer, yet no notable events were observed prior to this issue. It remains unknown whether this incident caused the customer¿s blood glucose level to exceed 500 mg/dl. In response, tandem technical support arranged for the replacement of the pump as it could not be reset. The customer was informed about the necessity of the replacement and advised to switch to multiple daily injections for insulin delivery. Additionally, instructions were given to deplete the battery before sending the problematic pump back to tandem, along with a prepaid return label and box provided by the company.